Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transcripts revealed noise on the right ventricular lead. No intervention was performed. Patient would be monitored.